Event description:
The patient reported that she was implanted for urinary and fecal incontinence, but the therapy was not doing anything. She would wake up soaked because she did not feel anything at night or during the day. She would feel the urge to go and would be leaking as she walked to the bathroom. She had programming adjustments and it worked for a couple of days, but then stopped. The patient did not know where she should be feeling stimulation and did not feel it at all. She was able to connect and see she was on program 1 at 0.3 volts. It was unclear if therapy was on or off when she initially connected. The patient mentioned three to five falls since implant that could be related to her issues, one of which she fell on her head and caused crystallized bone fragments. She was getting weaker and weaker, possibly due to the prednisone she was taking. The patient also fell in the hall a few weeks prior to (B)(6) 2016 and became unconscious. She was in the emergency room (ER) for three to four days, in and out of consciousness, and talking "baby talk" when she was conscious. Urine had gone into her bloodstream and reached her brain, causing sepsis. She was on heavy, heavy antibiotics and the doctor never followed-up with her. The patient also had pain when she urinated that required a CT scan. It was unknown if it was related to the device or therapy or not. The pain began before her implant and the therapy was supposed to help with the pain, but it had continued since implant. She was told it was due to one, steady bladder infection. Five days after taking antibiotics, the pain returned. The patient's indications for use were urinary dysfunction, sacral nerve stimulation, and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.